Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil stuck in the wall of uterus'), device expulsion ('one coil stuck in the wall of uterus') and device dislocation ('other is halfway in the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("hurt really bad during and after sex"), libido decreased ("low libido ") and arthralgia ("hip pain"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, device dislocation, dyspareunia, libido decreased and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, device expulsion, dyspareunia, embedded device and libido decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: sm received : events added- arthralgia. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil stuck in the wall of uterus'), device expulsion ('one coil stuck in the wall of uterus') and device dislocation ('other is halfway in the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("hurt realy bad during and after sex"), libido decreased ("low libido ") and arthralgia ("hip pain"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, device dislocation, dyspareunia, libido decreased and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, device expulsion, dyspareunia, embedded device and libido decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("one coil stuck in the wall of uterus"), device expulsion ("one coil stuck in the wall of uterus") and device dislocation ("other is halfway in the tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the embedded device, device expulsion and device dislocation outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil stuck in the wall of uterus'), device expulsion ('one coil stuck in the wall of uterus') and device dislocation ('other is halfway in the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("hurt really bad during and after sex") and libido decreased ("low libido "). At the time of the report, the embedded device, device expulsion, device dislocation, dyspareunia and libido decreased outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, embedded device and libido decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events "hurt really bad during and after sex" and "low libido" were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.